Event description:
It was reported that the device was explanted on (B)(6) 2014. There is no more info at this time.

Manufacturer narrative:
The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.